Event description:
End user called to complain that the new device will not test the calibration. This was confirmed by troubleshooting by phone. The device was replaced and the defective one returned for investigation.